Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the system was unable to boot up. During troubleshooting, rse identified that the os + app was corrupted. To resolve the issue, rse instructed the customer to reload the last ghost image to the host pc, perform the recreate image store procedure, cold restart the equipment, perform image acquisition tests, and perform movement tests and confirm all results as satisfactory. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.